Manufacturer narrative:
Please note that this is a resubmission of a previously submitted MDR in 2014. Please see submission comment for explanation. Exemption letter e2013012 alma ltd (manufacturer) is submitting the report on behalf of alma inc. (Importer. The clinical experts contacted by alma inc. Diagnosed the burns as 2nd degree superficial burns which will leave no scars. Hypo-pigmentation may persist and resolved in few months (more than 6 months). Though it does not seem the damage is permanent but based on our procedures if the injury/burns heal in more than 60 days then it is reportable to FDA. The event occured in (B)(6) 2013 and was reported in (B)(6) 2014 so a definite cause of the event cannot be determined. Based on the information gathered it is not known if the skin test was performed or not. A skin test is always recommended when treating the patient for the first time. Furthermore based on operating instructions the initial fluence exceeded recommended settings for skin type vi. Although the initial high fluence was reduced , the burns on left cheeks do seem to be caused by higher fluence. The medical reports also indicate that due to embarrassment and discomfort patient switched from one treatment/make up to other for the burns/discoloration and never actually gave time for burns to heal. The service report of the suspected device were reviewed and device was found to operate without any observations and performed per specs. The most likely root cause of the event is exceeding treatment parameters for skin type vi and not giving adequate healing time in post treatment care.

Event description:
Alma lasers inc. Was notified of this event by a compensation demand letter received by alma inc. Finance/legal department on (B)(6) 2014 the suspected device was used on skin type vi patient's cheeks for hair removal. The patient sustained discoloration on cheeks. It was stated in the letter that treatment fluence used on left cheek was 7j/cm2 when the patient felt sensation of burning, after which the fluence was reduced to 4j/cm2 while performing on the right cheek. The nurse who performed the procedure corresponded with the patient on phone texts about her condition. As the incident occured in 2013 and reported in 2014 there was not much information available. The nurse was contacted to gather more information however she did not respond.